Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 151 mg/dl and 367 mg/dl. Customer was using the same drop of blood for both readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.